Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. A few days after the hospitalization, the patient was discharged and was recovering from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot number h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.